Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant on (B)(6) 2018 the physician felt the lead was too tight in the catheter to advance down target vessel. The physician pulled lead back out of body and decided to use a smaller outer diameter and went down sub selector into target vessel. Physician was concerned that the lead was too wide to use the universal inner catheters. The lead was not use and was replaced. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.